Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 12/09/2015. The explanting physician reported the product would be returned for analysis. To date, apollo has not received the device. Based on the serial number provided, it is assumed the connecter type is a taper ii. If returned, visual examination may confirm or determine another taper type associated with this event. This complaint was reported by the patient, and apollo has confirmed the events with the physician. Further information regarding the dates of diagnostic testing, patient age, and device return have been requested of the physician. To date, apollo has not received this additional information. Device labeling address the possible outcomes of port tubing disconnection, leak, and pain as follows: precautions: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ... Abdominal pain ... Port site pain. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported by the patient as: the patient went to their physician for a fill of their lap-band system. When the physician put the needle in they noticed "there was a problem." A barium swallow was performed and it was noted the tubing was off the port. The patient reported they experienced lots of pain in their side. The patient's physician confirmed the event, and reported that the patient had their port replaced.

Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 02/24/2016. Further information provided by the physician found this patient was admitted to the hospital. The physician also provided a corrected date of implant. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connecter type as taper ii. Visual inspection noted scratches on the returned port, and some discoloration in the port tubing. No ss connector was returned with the port. Leak testing was performed and observed no leakage of the device. A fill test was performed and no blockage was observed. Analysis of the device noted the end of the port tubing appeared broken off.

Event description:
This event was initially reported by the patient. The physician has provided the additional report: "at an office visit... The port was accessed and no fluid found. X-ray study performed that day in the hospital showed port tubing disconnection."